Event description:
It was reported the lead failed and replacement was scheduled. A request for additional information was made but not received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the lead displayed non-sustained ventricular tachycardia episodes that was "noise with intrinsic loss of capture conduction." The lead was replaced.